Event description:
It was reported by the customer that a pt after a 6 hour open heart surgery received staining of the left upper lip and tongue. Blistering of the tongue occurred after the use of a tee probe that had been disinfected in cidex opa solution. The customer stated there was residue on the tongue and when with a gloved hand tried to remove some of the residue from the tongue some of the tongue tissue came off with the residue.